Event description:
It was reported that the message ""system error: 0x75f6f4f5" occurred. Afterwards, it was restarted and the session started. During communication, the message "validation error: the system has detected invalid data in the device. Therapy data may be erased. Error code: 00 01 00bb" was displayed. They continued as is and the issue was reported as being resolved. Additional information received from a manufacturer representative. When asked what actions were taken to resolve the issue, the re presentative reported that "the operation was only continued." There had been no reproducibility, so the issue seemed to have been resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.